Event description:
Healthcare professional reported via device tracking "disposal/destruction was noted as "punctured by needle. Not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: disposal/destruction was noted as punctured by needle.